Event description:
It was reported, the pt has experienced a loss of stimulation. An sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. Reprogramming did not resolve the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.